Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to heart failure. It was affirmed the patient was connected to his liberty select cycler at the time of death. It was explained the patient had a significant cardiac disease history and was scheduled to receive an implanted pacemaker/defibrillator before he passed. The patient was found unresponsive at home by family and emergency services were activated. Resuscitation efforts were not performed as the patient was not transported to the hospital and pronounced deceased in his home. It was confirmed the patient¿s death due to heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test and valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: b7.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to heart failure. It was affirmed the patient was connected to his liberty select cycler at the time of death. It was explained the patient had a significant cardiac disease history and was scheduled to receive an implanted pacemaker/defibrillator before he passed. The patient was found unresponsive at home by family and emergency services were activated. Resuscitation efforts were not performed as the patient was not transported to the hospital and pronounced deceased in his home. It was confirmed the patient¿s death due to heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to heart failure due to a significant history of cardiac disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to heart failure. It was affirmed the patient was connected to his liberty select cycler at the time of death. It was explained the patient had a significant cardiac disease history and was scheduled to receive an implanted pacemaker / defibrillator before he passed. The patient was found unresponsive at home by family and emergency services were activated. Resuscitation efforts were not performed as the patient was not transported to the hospital and pronounced deceased in his home. It was confirmed the patient¿s death due to heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to heart failure. It was affirmed the patient was connected to his liberty select cycler at the time of death. It was explained the patient had a significant cardiac disease history and was scheduled to receive an implanted pacemaker/defibrillator before he passed. The patient was found unresponsive at home by family and emergency services were activated. Resuscitation efforts were not performed as the patient was not transported to the hospital and pronounced deceased in his home. It was confirmed the patient¿s death due to heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).